Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history records could not be conducted.

Event description:
It was reported that bd vacutainer® no additive (z) plus tubes had stoppers that popped out of tubes during use. No serious injury or medical intervention reported.